Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of approximately 400 mg/dl while at work, without access to replacement supplies, and later reported that levels began trending down; no leaks, kinks, or bends were observed in the contact detach infusion set, and education on potential causes and hcp/cds guidance for elevated glucose was provided, with replacement infusion sets arranged and follow-up performed. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued self-management with education and supply replacement. Investigation included user interview and troubleshooting of the infusion set and tubing. Investigation of this case revealed no device malfunction or component damage identified during troubleshooting, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.